Event description:
It was reported that the fiber cap detached inside the patient at 99,180 joules during prostate vaporization. It was reported that the cap was flushed out of the patient through "bladder wash" and that the prostate case was completed with a turp. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4).